Manufacturer narrative:
Additional information was received reporting that according to the physician, the cause of the aortic dissection was either the pre-implant balloon aortic valvuloplasty (bav) or the dislodgement of the valve on the first deployment attempt. The delivery catheter system (dcs) did not cause the dissection. The documented cause of death was the aortic dissection. An autopsy was performed. Updated b.5 - description of event. Updated h.6 - eval method code. The delivery catheter system (dcs) was discarded. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received with the autopsy results. The autopsy revealed an aortic perforation that caused a small bleeding duct to the pericardium. According to the autopsy results, the perforation was probably caused by a poor intima wall in the aorta that was perforated when the valve dislodged out in the aorta. Updated b5 - description of event. Updated h6 - patient code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5 - additional information was received that the autopsy revealed hemopericardium with 500 milliliters (ml) of blood and clotting. The aorta had a 7 millimeter (mm) axial dissection about 20 mm over the aortic valve on the curvature major side. The injury on the aorta was probably iatrogenic and related to the valve procedure. No major arteriosclerotic plaque or intima ulceration were visible in the area. A hematoma was visible around the left coronary artery, at the right contrary artery at proximal level, bleeding in the soft tissue area and in the left lung. Corrected data: e2/e3 - hcp and occupation h8 - usage of device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was not returned to medtronic, and as such no analysis could be performed. No procedural images were provided to medtronic for review. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Without procedural images for review, the cause of the reported dislodgement could not be conclusively determined. Hypotension is a known potential adverse effect per device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. Vascular complications, such as bleeding, dissection, hematoma and perforation, are known potential adverse patient effects per the evolut system IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the vascular complication cannot be determined. Patient death is a known potential adverse patient effect per the evolut system IFU, and typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). According to the autopsy results, the perforation was probably caused by a poor intima wall in the aorta that was perforated when the valve dislodged out in the aorta. Without procedural images for review and based on the limited information available, an assignable root cause for the patient death cannot be determined. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-29, serial/lot #: (B)(4), ubd: 21-apr-2022, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a fluoroscopy inspection revealed a successful valve load. It was reported the perimeter derived 25.8 millimeter (mm). A pre-balloon aortic valvuloplasty (bav) was performed with a 23 mm balloon. The valve was positioned in a high position on the first deployment attempt and was recaptured. When recapturing the valve, the valve dislodged out in the aorta. On the second deployment attempt, the valve stayed in a good position at about 3 mm below the annulus without paravalvular leak (pvl). The patient complained of chest pain and the blood pressure dropped. A fluoroscopy check with angiography revealed pericardial bleeding. An aortic dissection was reported. The pericardium was punctured and blood drained from the heart. Heparin was reversed by protamine. After draining approximately 1000 ml of blood, the physicians decided to open the chest up. A hematoma of the ascending aorta was observed but no bleeding source was localized. The bleeding stopped. Hemodynamics stabilized and the patient was transported for a computed tomography (CT) check. During the CT, bleeding from the sinus coronary artery was observed and the patient died.